Manufacturer narrative:
Corrections to b5 and h6: device code c63030 no longer applies. H3: analysis results: product analysis#: 703426420: analysis information: 2020-02-13 12:56:04, cst pli#: 10 product ID#: 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Follow up information received from the manufacturer's representative reported that the case of the discomfort issue at the ins site was not determined and the discomfort had not resolved after explant. There were no further complications reported or anticipated.

Manufacturer narrative:
H3: the device was analyzed: product analysis#: 703426420: analysis information: 2020-02-13 12:56:04 cst, pli#: 10, product ID#: 3058 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s rep via a patient regarding a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported the patient stated about two months ago, approximately (B)(6), they began noticing discomfort in the pocket site at the location of the ipg. Patient described the discomfort as a knife stab located where the battery is. The discomfort begins at various stimulation levels, different on each program. Patient denied having any falls, infections or any other external factor that would cause the patient discomfort at the pocket site. Impedance was checked on (B)(6) 2019. No impedance was found. (Tested at 1.5amps). Tested stimulation levels on the programs stored on patients programmer: pre-interstim revision: p1: c1 at 2.2... Pocket site discomfort starts at 0.9 p2: -0 -2/+1 at 4.4... Pocket site discomfort starts at 2.6 changed to c7... Pocket site discomfort starts at 0.4 p3: (active) c3 at 3.7 p4: c4 at 2.0... Pocket site discomfort starts at 1.9. Patient was scheduled for a revision on (B)(6) 2019. Intra-operative notes: fluoroscopy image demonstrated appropriate location of lead, tested lead for motor responses (left side lead) which demonstrated mild bellows/strong toe flexion <(><<)>2.0 amps on every electrode. No impedance found. Physician decided to replace the ipg. No further complications were reported or are anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer's representative reported that the case of the discomfort issue at the ins site was not determined. It was noted that the battery level was "ok" per session report. A power-on-reset (por) was noted in the usage report. It was unknown if any further actions were taken by the physician for the issue. The issue was reported as not resolved at the time of report. There were no further complications reported or anticipated.